Event description:
Patient reported she is in the middle of the infusion and pump stopped working. Patient has a 60 ml dose so 20 ml in syringe and 40 ml in the order. 25 mins ago, she switched syringe and it didn't copress with the 40 ml and so she waited, took it out, and then put it back in. She stated 2 lines have bubbles instead of fluid; patient completed 40ml infusion of syringe 1 of 2 but when she switched to 2nd syringe, the infusion became very slow. She thinks it may only be infusing in two needles. Patient will continue infusion because she has only 10ml left and prefers not to try a new needle set. No more information, details or dates provided. No adverse events, missed doses or interruptions to therapy reported. Pharmacy is replacing device. Pump is not being returned for investigation. Serial number: (B)(6).